Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "device started giving technical fault 431015 (emergency off failed) after replacement of ambient valve for release valve defective error. Although ambient valve test passed after replacement of valve." No patient involvement.

Manufacturer narrative:
It was reported that the device alarmed with the technical fault 431015 (emergency off failed) during startup of the device at nonclinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective maimboard. After replacing the mainboard, the device was released back into use.